Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error/e70. Customer's blood glucose was unknown mg/dl. The customer reported that the drive support cap appears normal. The customer stated that the device was not exposed to strong magnetic field. The customer did not report an e70 alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test due to faulty force sensor resistor. No motor error alarm during testing noted and the motor passed the motor test. Unable to verify excessive no delivery alarm due to prime anomaly. The insulin pump passed rewind, basic occlusion and displacement tests. The insulin pump was received with cracked case at the display window corners and minor scratched display window.